Event description:
Pt admitted with exacerbation of copd in 2002. Ventilator alarmed, read "inoperable". Nurse began bagging the pt immediately and a new ventilator was put into place by rt. No ill effects to the pt. Part bdu cpu was replaced.